Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test and motor error during basic occlusion test due to loose flush drive support disk. The insulin pump has minor scratches on lcd window and with broken belt clip slot.

Event description:
It was reported the customer had insulin squirting out during a manual prime. The customer stated they were attempting to fill their tubing and found the piston touched the reservoir and numbers did not appear. Customer's blood glucose was 420 mg/dl. The customer did not have a back-up plan to treat for their blood glucose. Customer also reported they were unable to exit the preparing to prime loop. Customer also reported they did not receive a second series of beeps and numbers did not appear on the screen while troubleshooting. The customer also reported their drive support cap was protruded. Customer was advised to disconnect from the insulin pump. No additional information provided.